Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. No motor error alarm noted during testing. The motor was tested outside the device and passed motor test. The insulin pump passed, self-test, unexpected restart test and all operating current test were normal. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call motor error alarm and low blood glucose levels. Customer's blood glucose reading was 21 mg/dl. Customer advised they were allergic to insulin and treated themselves with candy and food. Customer advised they woke up to their wife force feeding them candy. Troubleshooting for the motor error on the insulin pump was performed. Customer believed the alarm and the low blood glucose levels were not a coincidence. Customer advised the drive support cap appeared normal. Customer advised they were able to rewind the insulin pump. Customer received motor error once in a 30 day period. Customer was able to rewind the insulin pump and the alarm occurred during basal delivery. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.